Event description:
International complaint received report of while attempting to use extension set the y site was noted to be broken. No pt involvement. No injury or medical intervention. No additional information is available at this time.